Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient attended a follow-up appointment at the clinic, presenting with a systemic infection and an incision site that was red and swollen. The pacemaker, along with the right atrial and right ventricular (rv) leads, were removed. The rv lead was replaced during the same procedure. The patient's condition remained stable.